Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns did work lightly for the patient in the first month. Patient reported that his seizure frequency and severity was increasing and that the patient is very tired and drained after the seizures (especially the silent ones). The patient mentioned that the seizures came so suddenly that he could not swipe the magnet in time. Patient also experienced voice alteration, which affected the patient's singing. As a result, it contributed to patient's depression and anxiety. The device was then disabled by the neurologist. Patient mentioned that the vns stress enhanced the seizures. Additional relevant information has not been received to date.

Event description:
MFR report number 1644487-2019-00321 will house the patient's adverse events going forward. That report housed a patient's reported events and it was identified that the patients in the two cases were in fact the same patient. Therefore since there are now two reports with duplicate events, MFR report # 1644487-2019-00321 will be the report that will continue investigation for all new information.

Event description:
Patient reported several of his concerns and side effects with vns again via social media. Patient reported that his life was a wreck since having vns. Patient¿s seizures increased and patient could not work because of stress and depression that vns caused. Patient¿s seizures occurred so quickly that patient could not use magnet and stopped using it as a result. Patient also experienced voice alteration, hypoesthesia (tingling) and others for several years with stimulation. The physician offered to adjust the settings but the patient requested the device to be disabled. Since then, the patient¿s seizures have reduced and stopped and patient is able to work.